Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2018-oct-02. It was reported that the cause of the inability to aspirate the catheter was "unknown possible fracture." It was noted a message was sent to the surgeon about getting the patient scheduled for a catheter replacement. The issue was not resolved. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4) implanted: (B)(6) 1993. Product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 870 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient had undergone a dye study on (B)(6) 2018. The patient had complained of increased spasticity for the past month. They did not perform a side port aspiration at the last refill because they wanted to perform the dye study the check catheter patency. The doctor was unable to aspirate the full catheter volume. The volume was noted to be 0.167 ml and the doctor pulled back about 0.1 ml. The physician then decided to not push the dye through as they were unable to fully aspirate the catheter. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_cath lot# serial# *(B)(4) implanted: 1993-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the patient was taken to surgery on (B)(6)-2018 because of the failed dye study. At that time, per the family, the patient was having no significant symptoms. During the catheter revision, they were unable to aspirate from the side port, so the surgeon moved to the midline. He cut the catheter proximal to the pin (pump side) and there was no flow of drug/csf (cerebrospinal fluid). Then he cut distal to the pin (tip/spine side) and then there was flow; not high in pressure but it was flowing. A new pump segment and pin were connected, and side port aspiration was successful. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 1993, explanted: (B)(6) 2018, product type catheter. The catheter was returned and analysis identified a hole in the catheter body. If information is provided in the future, a supplemental report will be issued.